Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device had no sensing and calibration was invalid. As a result the main board and lead connection flex assemblies were replaced. (B)(4)

Event description:
It was reported that the external pulse generator (epg) was sensing low. The epg was returned to the manufacturer for servicing. There was no patient involvement.